Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the procedure was to treat a lesion in the left vertebral artery. It should be noted that the omnilink elite instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - incorrect anatomy.

Event description:
It was reported the procedure was to treat a lesion in the left vertebral artery. The 6.0x29mm otw omnilink elite stent delivery system (sds) was advanced to the target lesion; however during the first inflation to 11 atmospheres, the balloon lost pressure and could not be re-inflated. A non-abbott balloon catheter was used to post dilate and ensure the stent was apposed to the vessel wall. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.